Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 200mcg/ml at 60mcg/day and fentanyl 5000mcg/ml at 1500mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the pump was explanted due to planned ¿normal pump exchange.¿ the physician noted some ¿white substance¿ on the explanted pump. No patient symptoms were reported. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.